Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6 & h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inserting and removing the syringe at an angle may have applied stress to the slit section inside the biopsy valve, potentially causing its damage olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported ¿during the examination (before inserting the guide sheath, at the time of administering anesthesia), a hissing sound like air escaping was heard ¿. The biopsy valve was then replaced. The intended unspecified diagnostic procedure was completed using similar device without issue. After examination, the biopsy valve with hissing sound was inspected and was found to be cracked. There was no patient harm, no injury reported due to this reported event.